Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a complex medical history of dilated cardiomyopathy, prior myocardial infarction, coronary artery disease, congestive heart failure, ejection fraction of 25 percent, renal failure, and diabetes underwent a procedure under general anesthesia to implant a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Just prior to wound closure, the patient suffered respiratory and cardiac arrest and died. An echocardiography was performed during attempts to resuscitate the patient. There was no sign of pericardial effusion or tamponade, and no significant plural effusion noted either. According to the physician, the s-ICD was functioning appropriately. Sensing and impedance measurements were within normal range. No defibrillation threshold (dft) testing was performed. As best, the physician did not believe the arrest was related to the insertion of the device and electrode, however believed the procedure itself contributed to the patient's death. The products will not be returned.